Event description:
On 06/27/2009 the pt's wife called for assistance in changing the insulin cartridge on the pt's infusion device. She stated that they had been concerned about the "efficacy of the pump" as the pt has been experiencing erratic blood glucose readings. She said that they discovered in 2009 that his readings were due to his infusion set cannula being "bent at a 45 degree angle." She stated his readings have now "pretty much" returned to his normal range. The pt's wife confirmed she had successfully completed the cartridge change process and had primed all air bubbles out of the cartridge. No product was available to be returned for evaluation.